Event description:
The pt contacted lifescan and alleged the one touch basic enhanced meter was reading inaccurately high, compared to feelings. The readings were 517 mg/dl and 407 mg/dl. No medical attention was rec'd. The pt ate food and/or drank beverage. The customer care rep performed troubleshooting with 3 vials of test strips and they all fell out of the acceptable control solution range. The check strip test passed. The event is reported as a malfunction.